Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
We observed that for several female patients, the staplers fell off within 24h after c-section wound closure. Clinical consequences: the device is not available as it was used in the surgery room but the staplers fell off at early stage within 24h in the maternity ward.

Manufacturer narrative:
Qn # (B)(4). DHR review could not be conducted since the lot number was not provided. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73g2200157 the staplers were functionally inspected (fired) and issue reported "failure to function - staple re-opens" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
We observed that for several female patients, the staplers fell off within 24h after c-section wound closure. Clinical consequences: the device is not available as it was used in the surgery room but the staplers fell off at early stage within 24h in the maternity ward.